Event description:
It was reported that the patient experienced syncope due to ventricular fibrillation (vf). The device delivered high voltage therapy that was inadequate to end the episode of vf. The patient was externally defibrillated to end the episode of vf and was successfully resuscitated. The patient sustained neurological damage and was expected to recover. The right ventricular lead was explanted and replaced to resolve the event. The patient will continue to be monitored.